Manufacturer narrative:
The reason for reoperation is capsular contracture, baker grade unknown and late seroma. The events of capsular contracture and late seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "capsular contracture around the left implant," baker grade unknown, and "concerned that the fluid around this contains alcl cells." Device remains implanted.